Event description:
Stryker sustainability solutions reprocessed ethicon endo-surgery harmonic ace shears stopped during the surgical procedure. The device was re-tested but continued not to work and was replaced with another "like" device that functioned without issue. Reason for use: laparoscopic assisted right hemi-colectomy.